Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation and burning sensation at the ipg site. The patient refused any troubleshooting efforts. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the full scs system was explanted to address the issue.